Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 11feb2021.

Event description:
The customer reported a ventilator was not switching on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Upon further investigation, it was found that the reported issue was observed during pre-use testing. No patient involvement was reported. Therefore, this complaint no longer meets reportability requirements.